Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as a cyst that was aggravated by the lifevest. The patient had bandages applied to his back. The patient had surgery to have the cyst removed. There is no alleged device deficiency. Follow up was attempted but unsuccessful. The patient's medical outcome is unknown. The patient continues to wear the lifevest.